Event description:
On (B)(6) 2012, a company representative reported, the patient was "out of it" and had to call paramedics about 5 years ago while suing a previous infusion device. Follow-up was completed with the patient on (B)(6) 2012. Patient reported, she lost consciousness due to hypoglycemia. She had delivered too large of a bolus, and her blood glucose was between 20-23 mg/dl when the paramedics arrived. She was treated with a glucose shot and transported to the hospital. She was discharged from the hospital the next day. Her normal blood glucose is 100-120 mg/dl. No product will be returned for evaluation, and no additional information was provided.